Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced two infusion set tubing detachment from hub events on (B)(6) 2026. The infusion set was in use for few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.